Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. A review of the device event history log revealed no system errors, anomalies, hardware device failures or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported issue. The baxter product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test. The device passed internal and external visual inspections with no issues found. The device was determined to meet performance specification requirements per rite testing. The device was found to have no previous service history as it was shipped new to the customer. A review of the device history record revealed no issues that could have caused or contributed to the reported issue. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. Additional information was requested but is not available.